Event description:
It was reported that during a stenting treatment procedure, a deployment issue occurred. The 100% stenosed target lesion was a malignant biliary stricture located in the mildly tortuous left hepatic duct and the common bile duct. The 8.0x61mm epic stent was advanced and deployed without issue. However, it was noted that the stent "wouldn't hold rigid; it was opening and closing with the vessel." An unspecified balloon expandable stent was deployed within the epic stent to "ensure adequate expansion of the stent." There were no additional patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).